Manufacturer narrative:
(B)(4). Date sent: 02/11/2022. Upon review of the information provided, it was concluded that this event will be captured as a reportable malfunction.

Manufacturer narrative:
(B)(4). Date sent: 06/07/2021. Additional information was requested, and the following was received: can a detailed timeline of events leading up to the patient¿s death be provided? Unknown. Was an autopsy performed? Unknown. What was the date of the patient death? Unknown. Has a cause of death been determined? Unknown. Does the surgeon believe the ethicon cdh29p device caused or contributed to the patient death? No.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: additional information was requested, and the following was received: what were the indications for surgery? Unknown why was the patient considered high risk? Unknown why was the patient take back to the or? Patient had a leak. What was found during the re-operation? Unknown does the surgeon believe that the hematoma on the mesentery was related to the cdh29p device? No if so, why? N/a did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? Yes and this was explained in the event description. What healthcare professional fired the device and what is his/her experience with the device? Colorectal surgeon surgeon has used it multiple times. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown were there any issues with device use/firing? See event description. What confirmation was received that the device completed the firing sequence? Green checkmark was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown was the device rotated 90 degrees in both directions prior to removal to ensure the tissue was released? Unknown was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? Unknown. If so, please describe. Unknown were there any issues noted with staple formation? Unknown. If so, please describe the shape and location. Unknown was a leak test performed? No. If so, what type and what was the result? N/a was the staple line visualized endoscopically during the initial surgical procedure? Unknown how many days postoperative did the leak occur? One week how was the leak identified? Unknown what was observed at the site of the leak upon reoperation? Unknown how was the leak addressed? Unknown hat is the current patient status? The patient expired. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, left hemi colectomy, the powered circular stapler did not fire. The light screen was on. The battery was plugged in. They reconnected the device. The had the tissue compression all the way down. It still would not fire. They opened a new stapler and used the same anvil of the previous device and it fired. A leak test was not performed. Patient was high risk and was brought back. They had a hematoma on the mesentery.